Event description:
Pt experiencing nausea/vomiting diarrhea approx for one month. Dose or amount: 5ml; frequency: vd; route: IV. Dates of use: 2008. Diagnosis or reason for use: port maintenance. Event abated after use stopped or dose reduced? No.